Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that perforation was noted. Noise was seen on testing the lead. The lead was explanted and replaced. The patient condition was good after the event.